Event description:
Per the clinic, device was explanted on (B)(6) 2012, due to wound healing problems. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report. The manufacturer became aware upon receipt of the explanted device on (B)(4) 2012. Additional information has been requested, but has not been made available as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4).